Event description:
The consumer reported that the patient's wireless stereo headset interfered with their therapy and their nausea returned. The patient had a gradual change in therapy or symptoms about 3 to 4 months ago in 2016. The patient had to have their implantable neurostimulator (ins) reprogrammed by their health care provider (hcp). The hcp couldn't be sure it was the headset that interfered with the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.